Event description:
It was reported that the patient had experienced an episode of post-sensed t-wave oversensing as well as sporadic oversensing resulting in vt detection. Noise during charging for an appropriate vt episode was also observed. No inappropriate therapy was delivered. Lead damage was suspected. All other electrical parameters were normal. Fluoro review confirmed lead was externalized. Lead was explanted. Patient condition is stable.

Manufacturer narrative:
External insulation abrasion was noted at 16.7-17.3cm from the proximal end of the svc shock coil, consistent with lead friction to another device or anatomical structure. External insulation abrasion was noted at 25.1-25.6cm from the proximal end of the svc shock coil, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 3.2-5.4cm from the distal end of the svc shock coil. Internal insulation abrasion was noted at 7.7-8.7cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: external insulation abrasion was noted at 16.7-17.3cm from the proximal end of the svc shock coil, consistent with lead friction to another device or anatomical structure. External insulation abrasion was noted at 25.1-25.6cm from the proximal end of the svc shock coil, consistent with lead friction to the ICD can and to another device or anatomical structure. Externalized conductors due to internal insulation abrasion were noted at 3.2-5.4cm from the distal end of the svc shock coil. Internal insulation abrasion was noted at 7.7-8.7cm from the distal tip. The etfe coating was intact at these locations.